Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received an unexpected restart alarm, signal too low alarm and excessive spanish anomaly alarms. Customer's blood glucose was 204 mg/dl. Customer reported of not being able to clear alarms due buttons were not responding. Customer realized that incorrect procedure was used in clearing alarm. Insulin pump passed self-test. Customer was advised to monitor insulin pump.